Manufacturer narrative:
Device evaluation: the sample was returned for investigation. The sample consisted of one cassette product and an extension set; the sample was received after used conditions, without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Damage was detected in the pump tube. For functional testing, the sample was connected to a cadd pump to look for unusual functions; the pump was set running and no alarms were activated. The failure mode for alarm could not be duplicated by functional testing; the complaint for pump alarm was not confirmed. No fault was found. No root cause was determined, and no corrective actions was taken as complaint was not confirmed. For the failure mode relating to damage in the pump tube, after analysis, it was concluded that the damage was made during the use of the product, and the failure was not related to manufacturing process. Cause was traced to the customer/user interface. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the cassette, an alarm went off. Patient noticed a part of the tube on the pressure plate was deformed. The part was adjusted but the alarm persisted. No patient injury was reported.